Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I result was obtained when processing a patient sample on a vitros 5600 integrated system.. The assignable cause could not be determined. It is not known if the customer is following the sample collection device manufacture¿s recommendation for sample centrifugation, therefore, improper pre-analytical sample handling cannot be ruled out as a contributing factor to the event. It is possible that cellular debris was present in the affected samples, although, this could not be confirmed. Based on the historical tropi es quality control performance, a vitros tropi es reagent issue is not likely to be a contributing factor. A within-run vitros tropi es precision test using known troponin I free sample was within expectations indicating the instrument is performing as intended. An instrument issue can be ruled out as a contributing factor. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issues with vitros tropi es, lot 2861.

Event description:
A customer obtained a non-reproducible, higher than expected vitros tropi es result when processing a patient sample on a vitros 5600 integrated system. Patient sample result of 0.125 ng/ml vs. The expected result of <0.012 ng/ml a biased result of the direction and magnitude observed may lead to inappropriate medical action if not detected. The higher than expected vitros tropi es result was reported from the laboratory. Corrected reports were later issued. There were no changes in treatment based solely on the higher than expected tropi es results. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).